Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Without additional information the cause of the event cannot be determined and clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 27mm aortic valve was disabled after an implant duration of eight years, six months, due to unknown reasons. A second device, a 29mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. No additional details provided.

Manufacturer narrative:
(B)(4). Based on the information received, the cause cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event.

Event description:
Edwards received information patient underwent transcatheter valve-in-valve procedure due to recurrent severe aortic stenosis. Transesophageal echo images showed good placement and no aortic insufficiency. The patient remained in stable condition and was transferred to the intensive care unit. Patient was discharged on post operative day two.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.